Event description:
During prep for a ptca/stenting treatment procedure, the liberte bare (mr) 28 / 2.75 mm stent was missing from the stent delivery system. No pt injuries or complications were reported.